Event description:
It was a catheter malfunction. The sensor of the catheter was not sensing the force. The catheter was removed, and a new catheter was inserted. The new catheter worked properly. No injury to the patient.